Manufacturer narrative:
.

Event description:
The pt reported turning her ipg off before passing through a security gate in a bank. When she tried to turn the ipg on five hrs later, the ipg did not respond. The hcp attempted to turn on the device using the programmer and the ipg didn't respond. An old programmer with a new battery was also used with the same results. The hcp reported that the pt experienced burning and shocking sensation down her lower left extremity. The hcp believed the interstim device had moved and one of the leads was not working properly. Approx two weeks after initial complaint, the pt underwent replacement of the interstim device and the lead. Initially the old generator was removed and a new generator was placed onto existing lead. However, it was still noted to be nonfunctioning. The old lead was then removed and the new lead was placed. The new generator was connected and tested. It functioned correctly. The hcp planned to discharge the pt with a prescription for oral antibiotics and pain medication. She was to return to the urology clinic in three to four weeks for postoperative eval. See also MFR report # 3004209178200801740.